Manufacturer narrative:
Follow-up #1: date of submission 05/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 2015 with the following findings: a battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. On investigation, all sound settings had been set to ¿high¿ by the user, with the exception of the ¿temp basal¿, which was set to ¿off¿. The pump powered on with fully operational auditory and vibratory functions. The auditory unit was evaluated and found to be operating within the required specifications. The vibratory function was evaluated and also found to be operating within required specifications. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pumps auditory or vibratory units. Investigation did not duplicate the complaint and the pump was determined to be operating as intended without malfunction.

Event description:
The distributor contacted animas on 02/05/2015 alleging failure of the auditory alarm function and the vibratory alarm function. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved after troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).